Event description:
Customer reports missing segments on the compact plus system discovered during trouble shooting. No adverse event reported. Requested return of suspect device and replacement was sent.